Manufacturer narrative:
Na.

Event description:
The reporter stated that a colleague was using the accuchek safe-t-pro device and that after use the needle did not retract completely. When the colleague picked it up they stuck their finger with the needle. The colleague was sent to the occupational health team for assessment and blood testing. There was no medical treatment given. The needle later retracted when the device was stored by the customer in a safe container to save for possible investigation. There was no adverse event. The device was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer did not return any product. The customer sent a photo that showed the lancet protruding. The customer did not return any product, however did provide a photo showing the lancet protruding. Therefore, the protruding lancet can be confirmed. The issue of the safe-t-pro not retracting has been thoroughly investigated. The investigation showed that in seldom cases, the internal wings of the lancet which intentionally break during the lancet release may jam in the lancet's guiding channel, thus impeding the lancet to retract back into the lancet housing.